Event description:
It was reported that during a procedure, the fiber broke while firing, resulting in a burn to the finger of the physician. The procedure was completed using another fiber without patient complications. Additional information informed that the current condition of the finger of the physician is good now.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. The reported adverse event of burn is a known risk associated with use of these devices as indicated in the risk documentation. Based on the information available, a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that during a procedure, the fiber broke while firing, resulting in a burn to the finger of the physician. The procedure was completed using another fiber without patient complications. Additional information informed that the current condition of the finger of the physician is good now.